Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The hcp did not recall any pump problems.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative. It was reported that the patient passed away on (B)(6) 2016. The pump was explanted on (B)(6) 2016. There is no information that reasonably suggests that the device or therapy caused or contributed to the patient's death. Analysis of the catheter found damage to the transition tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.